Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high pacing impedance and failure to capture. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.